Event description:
It was reported that the bladder of a small volume infusor burst during filling with unknown drug. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.